Event description:
It was reported that during an implant attempt, the atrial lead tip could not be placed in the port of the new implantable pulse generator (ipg). The physician felt there was something stuck in the atrial port which was described as "a wall made by silicone". Another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4):the device was returned and analysis found no anomalies. However, there was a foreign material in the connector. Visual analysis noted that there appeared to be sealing rings from a lead stuck in the atrial connector port. The obstruction was removed and an insertion tool was used to check the atrial an ventricular connection and there were no anomalies. A test lead was inserted into the atrial port and a setscrew was tightened and the setscrew held and secured the lead.